Event description:
It was reported that a malfunction occurred following a cartridge change, displaying malfunction code 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, assisted the customer with the reset, and the malfunction did not recur. The customer was advised they could continue using the pump and to call back if any issues reappeared, which the customer acknowledged and understood.